Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and the patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas could not be conclusively established. The account noted that the pump was not explanted. There is no product available for investigation. The heartmate 3 lvas IFU lists sepsis, bleeding, cardiac arrhythmia, and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 1 year 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2019 from the ed with acute anemia and elevated inr. Inr reversed and the patient was transfused. Developed confusion, the patient had 2 head CT's that were negative for a new event. The patient developed acidosis and hypotension, treated for sepsis. Required intubation, vt required dcc once. Patient with known rv failure on chronic milrinone. Care was withdrawn on (B)(6) 2019. The pump was not explanted. Primary system controller will be returned for evaluation. Additional information was received on 10jun2019 which stated the death was due to a complication while on device therapy. It was unable to determine if the rv failure was a progression of the disease or device related. Cause of the sepsis was unknown. It was unknown if this was the exact cause of death. The patient was treated for presumed sepsis with empiric antibiotics of vancomycin and zosyn.